Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for a normal follow-up. It was discovered that the battery voltage was low and the elective replacement indicator had not notified on the device. The patient experienced a syncopal event and was hospitalized. The patient did not sustain any injuries. The patient had a low heart rate. The device was unable to be interrogated and was not pacing due to low battery voltage. The device was successfully explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Correction: should have been (B)(6) 2017 rather than (B)(6) 2017.